Event description:
Medics analyzed a patient presenting a pulse-less electrical activity heart-rhythm and the device inappropriately returned a "shock advised" determination. The medics responded to an automobile accident where the patient was operating motorcyle and was struck by an oncoming sport utility vehicle. The medics assessed that the patient was vital signs absent and had sustained obvious extensive trauma. The medics applied the device to the patient using multi-function electrodes and initiated an analysis. The device returned a "shock advised" determination and the medics administered a 120 joule shock to the patient. The patient was immediately re-analyzed and the device returned a "no shock advised" determination. The medics initiated CPR to the patient until a paramedic crew arrived on the scene. They transferred care to the paramedic crew and cotninued to assist them with treatment of the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.